Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the patient line during fill 4 of 5 of their pd treatment. The patient reported not receiving an alarm prior to or after the leak. The cause of the leak was the patient line tubing fell off of the cassette. The patient contact was assisted with canceling treatment and was advised to discontinue the use of their cycler then follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid was also found at the bottom of the cassette door of the cycler where the tubing hangs out. The patient contact confirmed the patient tubing fell out while the cassette was still in the cycler and could not confirm the cause. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (250mg, oral, one tablet 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that per the pd nurse the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The complaint product sample was disinfected. During the disinfection of the complaint product sample, a leak was confirmed due to the patient line arrived detached from the cassette port. The complaint product sample was visually inspected. During the visual inspection it can be observed that the patient line was detached from the cassette port. During the inspection with the microscope, it was found that the patient line was not assembled correctly. It can be observed that the tubing has solvent only on the external of the tip end and the port of the cassette has solvent only on the tip end internally as well as the tube seems that was assembled only the tip end, leading to a detachment. During the disinfection inspection, the patient line arrived detached from the cassette port, this kind of damage could have the following causes: - unqualified operator - unclear work instruction - operator does not follow the indications from the applicable work instruction - incorrect assembly technique during the DHR (device history record) review, the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a manufacturing issue.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the patient line during fill 4 of 5 of their pd treatment. The patient reported not receiving an alarm prior to or after the leak. The cause of the leak was the patient line tubing fell off of the cassette. The patient contact was assisted with canceling treatment and was advised to discontinue the use of their cycler then follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid was also found at the bottom of the cassette door of the cycler where the tubing hangs out. The patient contact confirmed the patient tubing fell out while the cassette was still in the cycler and could not confirm the cause. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (250mg, oral, one tablet 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that per the pd nurse the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.